Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted total gastrectomy surgical procedure, after inserting the large needle driver instrument into the patients abdomen, the customer could not control the endowrist and instrument was stuck after several attempts of removing it. The procedure was completing as planned with no indication of patient injury.